Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A procedure was performed where the ra lead was tested with a pacing system analyzer (psa) which also yielded hight out of range pacing impedance measurements. Upon visual inspection of the lead by the physician, it was noted to have an acute bend which was suspected to be a result of the patients tremors due to his parkinson's disease. The ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.